Event description:
The hospital reported that during the endoscopic vein harvesting procedure, the hemopro c-ring was cracked in half down the middle when they pushed the c-ring out in the pt's leg. The c-ring did not break off from the scope wash tubing or the c-ring slider. No pieces needed to be retrieved from the pt. A replacement unit was used to complete the procedure. The hospital did not report any pt complications.

Manufacturer narrative:
After the procedure, the hospital discarded the product. A lhr review was completed for the product. There was no nonconformance which could have attributed to this failure mode.